Event description:
A facility reported a dialyzer reaction in the hospital to the 160nre, a "first use" syndrome to the dialyzer. This event occurred as an inpatient. At approximately within minutes from the start of the dialysis treatment, the pt reported not feeling well. The nurse noted that the blood pressure dropped to 76/32. The md was notified and a 600 normal saline bolus was given. Cardiac enzymes were drawn per md orders. The rn returned the pt's blood and discontinued the dialysis. The pt now receives further dialysis with use of the gambro dialyzer 170h without further incident. There is no sample and the lot is unk.

Manufacturer narrative:
(B)(4).